Event description:
It was reported that a user applied a new dexcom g7 continuous glucose monitor (cgm) sensor and the sensor did not pair with the ilet; the agent guided the user to toggle settings and reenter the pairing code, advised waiting for pairing to complete, explained bg-run mode, and then warm transferred the user to manufacturer for additional support, consistent with an intermittent communication failure associated with the antenna component. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user and dexcom. Investigation of this case revealed an interoperability problem identified between the cgm and the ilet, with intermittent communication failure involving the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.